Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a fetch 2 aspiration device. The syringe and extension line that is shipped with the device was not returned by the customer. The device returned in three pieces. Visual inspection of the device revealed a kink at the strain relief and the shaft was broken. Visual and tactile analysis noted one kink on the catheter shaft at the strain relief. Visual analysis also noted that the catheter shaft was broken approximately 27cm, 66cm and 84.5cm from the strain relief of the catheter. Inside diameter of proximal of the shaft was inspected using a .045 gauge pin and the result was that proximal shaft was in specification. The catheter was not functionally tested due to the damage on the catheter shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2015. Examination of the returned fetch2 catheter revealed a kink at the strain relief and the shaft was broken.